Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief in his torso and chest area. Therefore, the patient underwent a lead revision procedure during which the existing implanted leads were repositioned and two new leads, two new lead extensions, and a clik anchor were implanted. The patient was doing well postoperatively. No further information was able to be obtained despite good faith efforts.